Event description:
It was reported through a post market approval study during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion in the cephalic arch in the left upper arm av fistula. Approximately 3 months after the index procedure, reportedly angiographic images indicated the target lesion was reoccluded. A surgical revision was performed by the health care professional (hcp). One week later, the hcp performed a swing down procedure. The investigator assessed the reocclusion event was not related to the study device or to the index procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: (B)(4). Corrected information: the event description had the following sentence changed from "the investigator assessed the reocclusion event was possibly related to the study device, but not related to the index procedure." To "the investigator assessed the reocclusion event was not related to the study device or to the index procedure." D.1 the brand name was changed from "lutonix 035 drug coated balloon pta catheter" to "lutonix 035av drug coated balloon pta catheter". Analysis conclusion: the conclusion had the following sentence changed from "the investigator assessed the reocclusion event was possibly related to the study device, but not related to the procedure." To "the investigator assessed the reocclusion event was not related to the study device or to the procedure." H3 analysis: the sample was not returned from the user facility; therefore, a device evaluations is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or to the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluations is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a post market approval study during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion in the cephalic arch in the left upper arm av fistula. Approximately 3 months after the index procedure, reportedly angiographic images indicated the target lesion was reoccluded. A surgical revision was performed by the health care professional (hcp). One week later, the hcp performed a swing down procedure. The investigator assessed the reocclusion event was possibly related to the study device, but not related to the index procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.